Event description:
A pk papyrus covered stent system was selected for treatment of the rca. It was not possible to reach the target site, and the device was attempted to be pulled back into the boosting catheter. After experiencing resistance during pull back, both devices together were removed from the patient, but apparently a part of the boosting catheter tip remained inside the patient. The patient was stable. The initial reason for the pkp was a suspected small perforation of the distal rca, but at the end no additional covered stent was needed, because there was no relevant leakage.

Manufacturer narrative:
13-feb-2024 updated description it was intended to treat a severely calcified cto lesion (100 percent stenosis degree) in a severely tortuous segment of the medial to distal rca. The access to the target lesion was difficult and an approach along the rca was attempted as well as parallel an access via the collaterals of the distal lad under use of different microcatheters, guide wires, guiding catheters, and guiding extension catheters. During the treatment, a small perforation in the distal rca was detected, and the pk papyrus covered stent was chosen for treatment. The complaint device was advanced towards the target lesion using a 7f qx medical boosting catheter but was unable to reach the perforated location. It was decided to withdraw the complaint device during which resistance was experienced. As the complaint device could not be pulled out of the boosting catheter, the physician removed both, the boosting catheter, and the complaint device from the patient as one unit. Outside of the patient, the physician realized that the distal part of the boosting catheter has fractured and stayed inside of the patient. The perforation sealed by itself. The patient was stable. The complaint pk papyrus underwent an initial technical investigation at biotronik ag after which both, the complaint pk papyrus, and the boosting catheter, were sent to the manufacturer qx medical for the investigation of the guiding extension catheter. The pk papyrus could not be separated from the boosting catheter. The investigation showed that parts of the pk papyrus have fractured and were missing as well. After additional communication with the local staff and the physician, it was clarified that no parts of the complaint pk papyrus were left in the patient. It was reported that both complaint devices were pulled out of the trash bag at the end of the day as the sales rep requested the complaint material. Therefore, the state of the devices might have been altered. The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint product is still entangled with the separated steel braid of the defective boosting guiding extension catheter. The device was returned fractured into at least two parts, according to the physicians description the fracture occurred after withdrawal from the patient. The distal end of the balloon with the inner lumen and the stent are missing and were not returned. Dried contrast medium and blood residue was observed on the device. The returned proximal fragment is severely deformed (i.e., several cuts and constrictions were observed), indicating application of a high tensile force after the device has entangled with the loose steel braid. Review of the production documentation confirmed that the complaint product was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the entanglement with the loosened steel braid of the defective boosting guiding extension catheter.